Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion there was blood noted in the catheter. The iab pump was switched off immediately and the iab was removed. The indication for use was heart failure. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.03cm in length. The evaluation confirms the reported leak, blood in tubing problem. The reported blood in tubing was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion there was blood noted in the catheter. The iab pump was switched off immediately and the iab was removed. The indication for use was heart failure. There was no reported injury to the patient.